Event description:
In 2009, the pt was in a motor vehicle accident and presented to the ER with chest discomfort, but no breathing difficulties. Imaging showed broken ribs, but there were no other obvious internal injuries. At approx 5 weeks later, an x-ray showed a pseudo-aneurysm in the descending thoracic aorta, just distal to the left subclavian artery (lsa). One month later, the pt was treated for the pseudo-aneurysm with a gore tag thoracic endoprosthesis. The pt had a steep aortic arch angle of 52 degrees, but the aortic diameters were within the treatment range for the device. A lack of proximal wall apposition was observed at the conclusion of the procedure, but the pt was stable with no complications. At approx 5 weeks follow-up, a CT showed compression of the stent-graft. Two weeks later, the pt underwent another procedure to open the device with a balloon and bare metal stent, and the problem was resolved. No further complications have been reported. Further evaluation of the available CT images is being conducted.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications.